Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultra2 meter was displaying the apply sample message. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred a month ago and during the time the issue began, she reportedly experienced symptoms of having sweats, and being weak. It is unclear as to exactly when the symptoms had developed. On three days earlier, the patient treated self with food and/or beverage. The patient was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. However, it was discovered that the patient's testing technique was incorrect. The alleged issue was resolved with a retest was performed with a new test strip and correct technique. This complaint is being reported because the patient claimed that during the time the alleged issue began (about a month ago), she experienced symptoms suggestive of hypoglycemia. However, it is unclear as to why she self-treated on that day. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/patient.